Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a fiber-optic sensor failure. The fiber optic cables were reconnected, but that did not fix the alarm. The central lumen was transduced for therapy to continue. There was no reported injury to the patient.